Manufacturer narrative:
Concomitant: b-braun, 250ml IV bag of 0.9% sodium chloride, lot: j5l038, exp: september 2017; b-braun.¿ 500ml IV bag of dacarbazine and 0.9% sodium chloride, lot: j5e299, exp: november 2017; therapy date (B)(6) 2015. (B)(4). The customer¿s experience of secondary infusion backed up into primary bag was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be calcium sulfate, between the housing seal and the diaphragm. The cause of the check valve failure is due to a calcium sulfate particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium sulfate particle was not identified.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a secondary bag of dacarbazine backed up into the primary bag of saline. There was no patient harm reported.